Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ alert during fill tubing despite manual cartridge filling and cartridge and tubing changes, consistent with a device occlusion during the tubing fill process; the affected component was the tube, and a replacement ilet was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during troubleshooting, and the event was characterized as a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.